Event description:
The user facility reported that the actual glidesheath slender was punctured radial as usual, and pci procedure was performed. Since the patient complained of wrist pain during the pci procedure, the punctured section was confirmed. It was swollen due to subcutaneous bleeding. Blood was drawn from the affected part to suppress swelling, the pci procedure was continued, and the treatment was successfully completed. After the treatment was completed, when the sheath was removed, it was found that there was a crack near the root and blood was leaking from there. A hematoma was developed and surgical intervention was performed. The procedure was completed successfully. The patient did have minor harm but did not have a serious injury.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was returned for investigation. The actual sample upon receipt was only the sheath. The distal end of the sheath was sealed, and pressure was applied from a three-way stopcock. As a result, air leakage was confirmed from the section approximately 155mm from the distal end. Magnifying inspection of the section where the air leakage was confirmed found an arch-shaped scratch. Magnifying inspection of the other sections found that it had been kinked at approximately 80mm, 125mm and 145mm from the distal end and on the sheath supporter. No anomaly such as a scratch was found. Electron microscopic inspection of the scratched section obtained following results. It had been abraded in the vicinity of scratched section. The fracture surface had a smooth shape. Simulation testing was performed. As a simulation test, we used an entry needle to scratch a factory-retained product of the involved product code and magnifying and electron microscopic inspections were performed. Following results were obtained. There was an arc-shaped scratch. In addition, an abrasion was found in the vicinity of scratched section (under a magnifier). The fracture surface had a smooth shape (under an electron microscope). From the above, it was likely that these characteristics were similar to the state of actual sample. Review of the manufacturing history record and the shipping inspection record of the involved product code/lot# combination confirmed that there were not any indications of anomaly in them. In the manufacturing process, we assure the product according to the manufacturing flow. IFU states: "[warnings/precautions] (precautions) do not scratch the sheath with needle point, cutting tool, or other edged tools. [Instruction for use] (cautions) when puncturing, suturing, or incising the tissue near the sheath, be careful not to damage the sheath." Based on the investigation result, it was likely that a sharp object such as an entry needle came into contact with the sheath, causing a scratch. Then, blood was leaked from this scratch, causing a hematoma. Since no anomaly was found in the manufacturing history record, it was inferred that a scratch occurred during use. However, since the details of procedure were unknown, it was not possible to clarify when this event occurred. (B)(4).